Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to damage on suction tube in universal cord, foreign objects come out of suction mouthpiece. The most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited due to damage on suction tube in universal cord, foreign objects come out of suction mouthpiece. There was no patient involvement.